Event description:
The affiliate reported the customer alleged non-reactive toxoplasma immunoglobulin g (igg) results, for one patient, involving the access toxo igg reagent, used in conjunction with the unicel dxi 800 access immunoassay system. Results from september, october and november 2012 were all non-reactive and each sample produced a value of 1ui/ml. Due to the discrepancy, the customer reanalyzed all retained samples for the same patient and all samples were reactive and produced a value of 13 ui/ml. The non-reactive results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer indicated quality control (qc), calibrations, and system checks were within the acceptable performance range at the time of the event. An alternate toxo igg reagent lot was used to analyze the same patient samples and all results were reactive. Patient samples were not supplied for further analysis. This is report one of three.

Manufacturer narrative:
A definitive cause of the incident is unknown. All related medwatch reports associated with this incident: 2122870-2013-00070, 2122870-2013-00071, 2122870-2013-00072.